Event description:
The event is reported as: the customer alleges the cuff deflated after 1-2 minutes following insertion. The cuff was inflated with 10 ml of air. There was no pt harm reported. Medical intervention: intubation.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.